Manufacturer narrative:
Results: one affected sample and eight representative samples were returned for evaluation. The luer taper of the returned samples were measured and the findings were within specification. The needle of the affected sample was not attached to the syringe. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1701202. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, our quality engineer notes that the reported defect may have occurred during the primary packaging process, but this possibility is low due to stringent preventative measures and sampling inspection.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: january, 2017. UDI #: (B)(4).

Event description:
It was reported that a user of a 10ml bd emerald¿ syringes with luer-slip tip and pre-attached needle was stuck with an unused needle because its safety cap was missing in the blister package. There was no report of medical intervention.